Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed intermittently a "defib fault 72" message. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.